Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead tripped over current alert resulting in low impedance and failing to perform shock therapy to convert ventricular tachycardia (vt); lead coil anomaly was suspected. The patient deceased in (B)(6) 2019. The cause of death was ventricular tachycardia.